Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer alleges that the patient claims the bolt came free from the seat pan of the chair causing him to fall forward onto his hands. Update from consumer affairs on 5/16/2016: end user stated he was going down his ramp and the seat pan moved forward and the bolt fell out causing him to fall out on his hands. The seat did not fall off but it moved forward causing him to fall. He was not wearing his seat positioning strap. He stated he is sore from the fall but no medical intervention was received at this time. No further information at this time. Update from consumer affairs on 5/20/2016: dealer stated that he went out and serviced the chair and the bolt that holds the seat on came off causing the seat to kind of jolt forward but it didn't fall off. The end user fell out of the seat because of it jolting. End user did not know the incline of the ramp. No further information available or provided.